Manufacturer narrative:
Correction: d4 was corrected from lot number unknown to serial number unknown. The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of 1 complaint, regarding 1 device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that prior to each use, inspect all equipment for proper operation. Ensure all attachments, accessories and hoses are able to be correctly and completely attached to the handpiece. Do not use burs for plunge cutting. Damage or injury may occur. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that 00505800100, surgairtome two handpiece was being used on approximately (B)(6) 2024 during an unknown procedure when it was reported ¿a bur shot out of the drill when the surgeon pressed the lever and almost hit the doctor's face. The customer did not pull the handpiece from circulation, and I am unable to determine the serial number. There was no harm to the patient or customer. No other details were provided.¿. Further assessment found that ¿the bur did not remain in the surgical site. The patient was not affected by what occurred." It is unknown what bur was used in the procedure.¿. The procedure was completed and there was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that (B)(4), surgairtome two handpiece was being used on approximately (B)(6) 2024 during an unknown procedure when it was reported ¿a bur shot out of the drill when the surgeon pressed the lever and almost hit the doctor's face. The customer did not pull the handpiece from circulation, and I am unable to determine the serial number. There was no harm to the patient or customer. No other details were provided.¿. Further assessment found that ¿the bur did not remain in the surgical site. The patient was not affected by what occurred." It is unknown what bur was used in the procedure.¿. The procedure was completed and there was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.